Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: 30-jun-2023 h6: investigation summary one sample (model #mp5303-c, lot # 23019096) was returned by the customer. It was reported by the customer that ICU was attempting to use a bd maxplus loop and it would not flush. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe, and attempted to be flushed with water. The set was unable to be flushed. The customer complaint can be verified. A device history record review for model mp5303-c lot number 23019096 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: ICU was attempting to use a bdmaxplus loop and it would not flush. No known harm to patient... - was the IV set attached to a patient at the time of the event or occurred during preparation/priming? Yes - are there any adverse events or serious injury reported? No - was there a delay of, or change in the course of treatment due to this event? Delay, yes until a new one obtained and inserted - what type of procedure was being performed? Flush - what was the medication being used? Never got to medication, flush would not work.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E.4. The initial reporter also notified the FDA via medwatch# (B)(4).

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: ICU was attempting to use a bdmaxplus loop and it would not flush. No known harm to patient. Was the IV set attached to a patient at the time of the event or occurred during preparation/priming? Yes. Are there any adverse events or serious injury reported? No. Was there a delay of, or change in the course of treatment due to this event? Delay, yes until a new one obtained and inserted. What type of procedure was being performed? Flush. What was the medication being used? Never got to medication, flush would not work.